Manufacturer narrative:
H10: the lot number was provided for the malfunction; therefore, a lot history review has been performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4 h11: h6 (results/conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicate that model, 8808061, implantable port, allegedly was unable to aspirate. This information was received from a single source. This malfunction involved a patient with no consequences, the patient's age, weight, and gender were not provided.

Manufacturer narrative:
The sample has been returned for evaluation. The company is still investigation the issue at this time. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport isp MRI products that are cleared in the us. The pro code for the powerport isp MRI products.

Event description:
This report summarizes one malfunction. A review of the reported information indicate that model, 8808061, implantable port, allegedly was unable to aspirate. This information was received from a single source. This malfunction involved a patient with no consequences, the patient's age, weight, and gender were not provided.